Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have dropped insulin pump and was advised by healthcare professional to have insulin pump replaced. Customer's blood glucose was 400 mg/dl. During functional check, customer reported that drive support cap appeared normal and insulin pump did not look damaged. Insulin pump passed self-test and displacement test. Customer was advised to monitor insulin pump.